Manufacturer narrative:
The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and this right atrial (ra) lead presented to the hospital with a post-surgical complication five days after the implantable cardioverter defibrillator (ICD) implant procedure. A bilateral pneumothorax was observed. The patient was hospitalized and received treatment for the complication. The patient was stable; the implanted device was functioning properly with no signs of infection in the patient. No additional adverse patient effects were reported.